Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported experiencing bleeding after applying the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms described as sweat, confusion and was unable to self-treat. Customer received third-party intervention who provided sugar as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.